Manufacturer narrative:
(B)(4). The complaint sample was not returned. Reference: (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) hospital, the suction vent valve leaked during use. According to the customer, the device was not over pressurized during use. The customer replaced the defective suction vent valve with another suction vent valve. Reference: (B)(4).